Event description:
It was reported by repair work order that the tracks were missing from the unit which could effect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.